Event description:
"It was reported that the surgeon could not combine the universal impactor/positioner acetabular shell and trident acetabular window trial 52mm. Therefore, the surgeon used trident acetabular window trial 54mm instead of it. The pt did not receive any health damage in this event."

Manufacturer narrative:
Evaluation summary: visual inspection indicated that the device was in used condition. Gross visual discrepancies indicated frequent use of the device. Inspection of the inner threads indicated that the threads were stripped.